Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii proximal seal was undone during preparation. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Evaluation: the device was returned to cardiac surgery on (B)(6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).